Event description:
It was reported the patient had fallen three times after their walking cane broke and since then they have not had coverage of their painful areas. It was confirmed through x-ray that the patient thoracic lead migrated from t8 up to t7. It was reported that the manufacturer representative was able to perform reprogramming of the cervical lead (c2-c3) and was able to regain coverage of the patient¿s left arm and hand but coverage in their left leg and foot was not recovered. It was reported impedances were measured and found to be within normal ranges. It was noted there is discussion to revise the lead to reposition it but had not been scheduled. Additional information received reported the dates of the falls were unknown but had occurred within the last couple of months. It was reported no revision had been scheduled as the patient had not met with their health care provider (hcp) and was still awaiting approval from their insurance.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID neu_recharger_acc, serial# unknown; product type recharger product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).